Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 124 months after the implantation, loss of capture on the ventricular channel was noted. On interrogation it was noted that the rv threshold was high and the device battery showed less than 6 months. The patient will undergo a generator and rv lead change in the future.